Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and repaired. Performed service and repair functions. Reviewed service history. Attach box label and electrical safety. Replaced broken complete electrovalve for solo to correct complaint. Also replaced broken roller pump head, tension rocker arm, and missing plastic hub on right front foot. Performed fms solo system rework for fms connect interface cable. Replaced worn finger on complete pressure adjuster (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. This device was produced prior to the closure of the fms facility in (B)(4) and therefore will not have a DHR review preformed at this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a knee arthroscopy surgical procedure, it was observed that the 4590 fms solo irrigation pump device was acting up. According to the reporter, the device was overfilling the chamber. The sales rep performed troubleshooting on the pump but still overfilled chamber. There was a delay of about 10 minutes but concluded the surgery using gravity tubing. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.